Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging her son's onetouch ping meter remote was displaying an error 5 message. Per the onetouch ping user guide, this means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began approximately on (B)(6) 2011 at approximately 8:15pm. The patient reportedly manages his diabetes through insulin pump therapy (unknown type) and the reporter denied that she took any action regarding his usual diabetes management routine in response to the alleged issue. The patient reportedly was experiencing symptoms of "thirstiness and was cranky" approximately one hour and 15 minutes later and denied receiving any treatment since he was able to check his blood glucose on a back up meter (onetouch ultramini). It is not known what time the patient was able to check his blood glucose nor is it known what result was obtained. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and the correct testing process was being followed. The test strips were reportedly unexpired and stored correctly. The test strip did completely draw in the blood sample, however, the issue remained unresolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (12/09/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on december 5, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 contaminated with dried blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.